Manufacturer narrative:
Patient weight, ethnicity and race: unk. Patient pre-existing conditions: previous corneal or refractive surgery, history of keratitis, previous dalk. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -4.0/5.5/075 (sphere/cylinder/axis) was implanted into the left eye (os) of a patient with pre-existing corenal or refractive surgery, a history of keratitis, and previous dalk, on (B)(6) 2022. Low vault without rotation was observed. Reportedly, "lens to be exchanged."

Manufacturer narrative:
B5: additional suture was performed. Reportedly, prior to icl implantation, the patient had a history of left eye microbial keratitis with secondary corneal scarring. The patient also previously underwent left eye penetrating keratoplasty and had a previous suture removal. After icl implantation, the left eye would leak and needed additional corneal sutures, which were later removed. Cause of the event was a patient-related-factor. Claim# (B)(4)